Event description:
The affiliate reported the customer alleged less than one (1) milliliter of fluid leaked from the probe involving coulter act diff 2 analyzer. The customer cleaned the probe and probe wipe, but the probe continued to drip. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing on the pinch valve and the filter in the rear to resolve the issue. The unit was in operation. (B)(4)..